Manufacturer narrative:
Dotted waveforms are a part of the software design and indicate the loss of signals. Spacelabs is closing this incident as we are introducing new software to further reduce the incidence of dotted waveforms through improved memory management. This report is complete and this particular issue is considered closed. Placeholder.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2016, that when a patient is selected to discharge from the forty-eight zone xhibit central station, all telemetry waveforms display as dotted lines then spontaneously resume. No injury was reported as a result of this event.